Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5241 showed forty-seven other similar product complaint(s) from this lot number.

Event description:
It was reported that after the catheter is placed, the tube is flushed, and there is fluid leakage at the connection, and still leaking after replacing the syringe and connectors. No other information was provided.